Manufacturer narrative:
Product investigation summary: a screw head with a broken off threaded shaft was received for investigation. As per the available event description, the returned part is supposed to be a 1.5mm titanium cortex screw self-drilling with article number 400.056. As the broken off threaded shaft is missing the correct article number, this cannot be confirmed. The remaining thread is rounded and damaged; the cruciform drive is intact. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy against the valid manufacturing specifications. The lot number was not provided and, therefore, the device history record review is not possible. Visually, there does not appear to be an issue other than the damage sustained by mechanical overloading. Based on the condition of the product, and the available information, a manufacturing conclusion cannot be presented. No manufacturing related issue was identified and/or confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device broke during insertion; device was not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that while inserting the screw in the maxilla, it broke. It was reported that the bone was approximately 5mm thick and not very hard. It was reported there was no delay to surgery time. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4): the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.